Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the severely tortuous and mildly calcified circumflex artery (cx). A 2.25 x 38 synergy stent was being advanced when the device got stuck at the severely tortuous area, right before reaching the lesion, around the ostium of the cx. The stent seemed to be lifted so was then carefully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Patient codes corrected from 1212 entrapment of device to 2976 material deformation. A synergy ous mr 2.25 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found proximal and mid stent damage, with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damagea visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A partial break in the hypotube lasercut region was also noted at a location 110cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the severely tortuous and mildly calcified circumflex artery (cx). A 2.25 x 38 synergy stent was being advanced when the device got stuck at the severely tortuous area, right before reaching the lesion, around the ostium of the cx. The stent seemed to be lifted so was then carefully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.